Event description:
A percutaneous tracheostomy tube was in place for approximately three weeks. Over this timeframe, the pt experienced intermittent breathing problems requiring the repositioning of the tracheostomy tube and eventual replacement.